Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 27jan2021.

Event description:
The customer reported a battery failure. The customer reported that at the end of patient treatment, the nurse tried to recharge the battery but found that it did not charge. There was no reported impact or delay to patient therapy. The field service engineer (fse) evaluated the unit and confirmed the reported problem. The fse replaced the battery to resolve the issue. The unit was tested and it was returned to service. The unit was not in use. There was no patient or user harm reported. The issue was identified post therapeutic application.